Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g323 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g323 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The photographs confirm the blood leak in the bond joint between the luer lock and red tubing. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the tubing leak is most likely manufacturing operator error during the tube bonding operation. An insufficient bond of the tubing can result in a leak. Retraining has been completed for the operators who perform this operation. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated upon starting blood collection from the patient the collect line began to leak. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.